Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. Root cause: according to the physician, the cause of the lens damage was related to use of the lens injector system where the foam tip plunger overrode the lens. No explanation was provided with regard to the damage.

Event description:
The physician reports that the crystalens trailing haptic tore when delivering the lens using the staar surgical lens injector system. During surgery, the capsular bag became compromised and there was a loss of vitreous. A vitrectomy was performed intraoperatively and a standard iol was placed in the sulcus. The root cause of the crystalens haptic damage was related to the injector sys. The root cause of the damage to the capsular bag in unk.